Event description:
Additional information was received that surgical intervention was performed and this lead was confirmed to be fractured via fluoroscopy. The lead was subsequently surgically abandoned and replaced, and the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited noise of the rate/sense portion on the rv lead, along with pacing impedances greater than 2000 ohms. Boston scientific technical services (ts) discussed potential options with the field representative. No adverse patient effects were reported. At this time, information suggests that the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.